Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure the guidewire (subject device) was fractured during the surgery. The procedure was completed successfully and the patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available. Therefore, visual and functional testing as well as physical analysis cannot be performed. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The device was intended to be used for treatment. The device was not returned for analysis, therefore the reported guidewire broken/fractured during use could not be confirmed. An assignable cause of undeterminable will be assigned to the reported complaint, as, the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the procedure the guidewire (subject device) was fractured during the surgery. The procedure was completed successfully and the patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection the guidewire nitinol tubing was broken in 2 fragments, 6.7cm from distal end and 192.4cm from the proximal end with the core wire exposed and the platinum wire broken. Fragments of nitinol tubing were also broken at intervals along the core wire and the platinum wire and core wire were broken and had been pulled out of the nitinol tubing at the proximal fragment end. The platinum wire was also visibly broken in the distal segment. The core wire was broken and the surface was rough at the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. A functional test was not required as the defect was visually confirmed. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the synchro guidewire fractured during use. No additional information was provided by the customer. Based on the analysis and information provided, the observed fracture may have resulted from tension/torsion forces during removal of the device. An assignable cause of procedural factors will be assigned to the event of the guidewire broken/fractured during use as the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the guidewire (subject device) was fractured during the surgery. The procedure was completed successfully and the patients medical condition was good. There were no clinical consequences to the patient.